Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the down pulley wire stuck in j position. Based on the result, we concluded that it was caused due to the excessive force applied on the down pulley wire. In addition, our technician confirmed that the bending rubber cut, the lcb (light carrying bundle) defective, the segment hard to move, and the up pulley wire disconnected pulley wire collar; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Angulation stuck.